Event description:
The hcp reported that the patient had premature explant of the pump.the patient was experiencing "what appeared to be spinal headaches and xrays demonstrated catheter pulled out in subcutaneous space. Patient had fullness in back suggestive of cerebral spinal fluid leakage. Patient stated they wished pump removed and leakage site repaired". The hcp removed the pump, suspecting a "malfunction". A lumbar laminectomy and a fat graft to repair the cerebrospinal fluid leak were performed. Cultures of the abdomen and back were taken and reported to be negative.postopertively, the patient was afebrile and free of "spinal headache".